Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 393526 and lot number 4309242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero blood backs up it was reported by customer that blood backup into integrated extension set despite clamp being engaged. Blood backed up past the level of near port. Blood backup into integrated extension set despite clamp being engaged. Blood backed up past the level of nearport.

Manufacturer narrative:
Ar code updated to difficult to clamp/unclamp ext tube which is not a reportable malfunction. Per risk management documentation for this device, the likelihood of a death or serious injury as a result of the malfunction is remote. It has additionally been confirmed via review of complaints data in accordance with the FDA guidance that the malfunction has not caused or contributed to any deaths or serious injuries over the period.

Event description:
No additional information.